Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that the insulin pump had unexpected restart alarm, external ram error alarm and check history alarm. The customer also reported that they were hospitalized multiple times due to diabetic ketoacidosis. The customer also reported that they had blood glucose over 600 mg/dl. The customer performed troubleshooting for alarms. The customer was assisted and was advised to monitor the insulin pump. The insulin pump was returned for analysis.